Event description:
The reporter stated that during a spinal surgery procedure, the manta ray anterior cervical plate was secured with three screws that were implanted but not tightened. On insertin of the fourth screw the plate moved slightly, and the screw that was being inserted and tightened went through the plate. As posterior cervical spinal fixation had already been completed, it was decided to remove the manta ray plate, and the surgery was completed without using the spare device that was available.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing; we have concluded that this complaint should have been submitted as an MDR at the time of the complaint. The complaint sample was received for eval. It was observed that the bottom of the screw hole was deformed. A review of the complaint log showed that this was the first recorded incident of this kind. The design of the device was revised in 2008. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.